Event description:
Reporter indicated a vns patient could not be interrogated. The patient is scheduled to have the vns generator replaced on (B) (6) 2008, due to end of service or malfunction per the reporter. No x-rays were done. The last successful interrogation was on (B) (6) 2008. A battery estimate performed yielded approximately 1.14 years remaining on the vns battery.